Event description:
Major pump unit(s) involved: drive unit failurespecific component(s) involved: pump drive unit malfunction

Event description:
Major pump unit(s) involved: drive unit failureadditional text: power limit advisory/intermittent voltage increasesspecific component(s) involved: pump drive unit malfunctionadditional text: heartmate xve pump drive unitother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of pumpother intervention :implant device type: lvadmalfunction device type: